Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed. Multiple insulation breaches were noted with laser extraction. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event insulation, hole(s) in.

Event description:
Multiple insulation breaches were noted with laser extraction. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to being extracted the right ventricular (rv) lead displayed pacing inhibition due to noise on the rv lead. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.